Event description:
Four dexcom g6 sensors failed in succession due to sensor quality and / or introducer quality. This is evidently a well known issue on the online forums. I have no cgm for 96 hours as a result, putting me in danger of hypoglycemia or hyperglycemia as I have had type 1 diabetes for 42+ years and developed insulin resistivity in the last 6 months. These are 4 of the 7 sensors that have failed in the last 6 months. Each sensor lasts 10 days, and I have received 7 replacement sensors, 2 of which have failed. This is 9 failures of 25 have failed, or approx 35% failure rate. FDA safety report ID# (B)(4).